Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was just implanted 3 hours prior to report and the saw a por (power on reset) error code on the patient programmer. There was no one in the room to program the device when she woke from surgery and the staff told her that there was too much electromagnetic interference. No symptoms were reported and further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep): the por was resolved on (B)(4) via reprogramming the device. The type of medical equipment which caused the por was unknown. The patient did not experience any symptoms as a result of the por and no further complications were reported or are anticipated.